Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a surgical procedure. During the procedure, there appeared to be right ventricular (rv) loss of capture for two to three seconds. Two nonsustained ventricular tachycardia (vt) episodes were also stored. The device was checked after the procedure and no anomalies were noted. No adverse patient effects were reported.